Manufacturer narrative:
(B)(4). Unit received with blank display due to corroded electronic assemblies. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to blank display. Unit received with corroded battery tube and corroded motor home switch.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. Customer stated they did hear fluid when shaking the insulin pump. Customer stated that the insulin pump had fluid under the screen and fluid in the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.